Event description:
A day or two after ivtm therapy was successfully completed, the patient was wolst'd (withdrawal of life sustaining treatments) and passed away due to other reasons. Upon the removal of the quattro catheter (lot #180072), blood tinge and serous fluid were observed on the balloons and a balloon rupture was suspected. The catheter was placed on the 2nd attempt and no difficulty was noted. The dwell time was approximately 4 days. The exact location of the balloon rupture is unknown. No impact or consequence to the patient due to the catheter issue.

Manufacturer narrative:
The reported complaint of "the quattro catheter (lot #180072) has a suspected balloon rupture" was confirmed during the functional leak test of the returned catheter. A bonding leak was observed at the distal end of the medial 1 balloon during the functional pressure leak test. The probable root cause could be a latent defect at the bond. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Blood residue in the balloons and luered tubings was also observed. Functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance, except the medial luered tubing due to blood clogged. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a bonding leak was observed at the distal end of the medial 1 balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the quattro catheter with lot #180072.